Event description:
It was reported that a spectrum pump had several upstream occlusion alarms while on a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4) . The device was rec'd and evaluated by baxter. The reported upstream occlusion alarms were confirmed through review of the event history log. Upstream and downstream occlusion tests were performed per the spectrum service manual with the unit also passed add'l upstream and downstream occlusion tests per baxter's service procedure. The unit will be calibrated to ensure continued proper functionality.